Event description:
Additional information: it was reported that the patient experienced increased pain.

Event description:
It was reported that the catheter had migrated out of the intrathecal space. It was replaced (B)(6) 2011. It was noted there were no signs or symptoms. The severity was noted to be mild. The patient outcome was reported as resolved without sequelae on (B)(6) 2011. The drugs in the pump were dilaudid, bupivacaine, clonidine, baclofen and droperidol.

Manufacturer narrative:
Programmer model 8835 serial# (B)(4) catheter model 8709 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(4) 2011 catheter model 8591-38 lot# d02212 implanted: (B)(6) 2011 explanted: unk

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).